Event description:
It was reported that due to infection surgeon removed the insert listed 5537-g-316 lot mlhj7d and replaced it with another 5537-g-316 insert.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the patient. Additional information was requested and if it becomes available will be submitted in a supplemental report. Device: not returned.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding infection involving a no 3. Triathlon ts plus tibial insert x3 poly 16mm was reported. The event was not confirmed. Device history review: indicated all devices accepted into final stock met specifications. Complaint history review: there have been no other events for the lot or sterile lot referenced. Conclusions: the source of the infection could not be determined as patient information, clinical history, and results of bloodwork for infection were not provided. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting.

Event description:
It was reported that due to infection surgeon removed the insert listed 5537-g-316 lot mlhj7d and replaced it with another 5537-g-316 insert.